Event description:
The manufacturer's representative reported that the patient was admitted to the hospital with vomiting. The hcp is concerned that it may be due to the lioresal intrathecal delivery. A follow up report will be sent if additional information becomes available.